Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a charging cradle for the ilet bionic pancreas did not charge the device, resulting in a fully depleted battery and loss of device operability; moving the cradle to a different outlet briefly restored power, but sustained charging did not occur, and a replacement charging cradle was issued. Symptoms included no clinical symptoms. Outcomes included no clinical impact and no medical intervention. Investigation included customer interview, review of troubleshooting steps, and request for device return for evaluation. Investigation of this case revealed a suspected malfunction of the charging cradle with inconsistent power delivery. It was concluded that the event was device related, with the charging cradle as the suspect component, and that replacement was warranted pending return evaluation. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.